Event description:
It was reported that a light sensitive drug set leaked. This occurred during patient infusion of parenteral nutrition. The reporter stated that the part of the tubing that was inserted into the pump presented the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The age of the patient is unknown; however it is known that it was a "newborn". The set was being used with an unknown pump at the time of the malfunction. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The visual inspection showed no defects that could have caused or contributed to the reported condition. During gravity testing a leak was observed from a micro hole in the pump tubing. The reported problem was verified. No cause could be determined. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.